Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the device was hard to fire. It was reported that the device was dropping the staples without the staples closing. There was no patient consquence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, small nick; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed. There were no anomolies noted with the instrument being difficult to fire or with the staples dropping from the instrument. The formation of the staples was found to be conforming with respect to mfg requirements. The instrument was rec'd with a nick present on the knife. Due to the condition of the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object. This may have contributed to the instrument being difficult to fire. However, this could not be ascertained. Mfg and engineering have been notified of the reported incident.